Manufacturer narrative:
(B)(4). Product not returned for evaluation. Customer declined replacement product at this time. Most likely underlying root cause: mlc-18- user has high glucose value (B)(4). Note: manufacturer contacted customer (several attempts) in a follow-up call in order to ensure the customer's condition since the initial call - unable to establish contact with the customer at this time.

Event description:
Consumer reported complaint for e-5 blood glucose results accompanied by symptoms. (B)(6) is calling on behalf of the customer. The expected fasting blood glucose test result range is undisclosed. The customer did report symptoms of blurry vision, increased thirst and dry mouth. Medical attention is not reported as a result of the actual blood glucose results and reported symptoms. The product storage location is undisclosed. The test strip lot manufacturer's expiration date is 02/28/2019 and open vial date is undisclosed. The meter memory was not reviewed for previous test result history. Blood glucose test was performed at the time of the call and produce a result of e-5. Customer was testing properly.